Manufacturer narrative:
As of today, the explanted product has not been returned for analysis. Our company has made a request for the return of our product. If the product is returned or if additional information becomes available, this report will be updated.

Event description:
The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted cuts in the lead insulation. The conductor coils were deformed most likely due to some type of grabbing tool. Dried body fluid was noted in the helix housing and tissue was entwined in the helix. The helix mechanism was retracted and could not be extended. Dried blood and debris was loosened from the helix mechanism and the helix was functional from the tip, however not from the terminal pin most likely due to the dried body fluid. Tissue in the helix was confirmed during testing however analysis cannot confirm lead dislodgement.

Event description:
Boston scientific received information that this right ventricular defibrillation lead dislodged. Repositioning of the lead was unsuccessful and tissue was affixed to the helix mechanism. The lead was explanted and replaced with a new lead. There was no report of adverse patient effects due to the explant procedure.